Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for initial implant of a left ventricular lead. Multiple positions were tried but failure to capture and high capture threshold were observed at each location. A wire could not be advanced into the lead to reposition it, and the lead was observed to be crushed and damage when the lead was explanted. The procedure was completed with a new lead and the patient had no complications before, during, and after the surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.